Event description:
It was reported that the rv lead was capped due to inappropriate shocks caused by oversensing and an apparent lead fracture. Lead impedance was also high at greater than 2000 ohms. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the data revealed noise, ventricular impedance measurement of infinite, and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system. Other: it was reported that the rv lead was capped due to inappropriate shocks caused by oversensing and an apparent lead fracture. Lead impedance was also high at greater than 2000 ohms. No further patient complications were reported as a result of this event. No conclusion can be drawn. Impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.